Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with corroded keypad traces. No moisture damage found under the screen, electronic assembly or motor. The device passed the error alarm test and no unexpected error alarm noted. No unexpected restart noted. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump fell out of her pocket and into the swimming pool. Now there is fluid under the screen and the device is alarming. Customer's blood glucose is 160 mg/dl. There are no cracks on the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.